Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Reported device not marketed in the us; however, similar device is. Evaluation is on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). During the test phase the end user, it has been claimed that the needle quality is deficient. Needle sharpness is bad, and the cut of the ethicon needle is longer. Also the needle end cracked down at the end of the armoring, which prevents use of the full length, sometimes you are forced to grab the needle at the end to penetrate the tissue.